Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that after the spaceoar vue injection under local anesthesia, the hydrogel was suspected to be injected into the rectal wall. Further review revealed that the hydrogel was entirely within the rectum, with some areas being as close as 1mm to the rectal lumen. The patient is on hormone therapy and planned to receive hypofractionated radiation. However, the plan is to wait until the hydrogel dissolves.